Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the images reviewed by the svc rep appeared as if they may not be in auto mode. The svc rep has requested that applications come in to review system operations with the customer.

Event description:
The customer reported that the images on the unit were coming out dark or completely black resulting in a loss of the live image. There is no report of pt injury associated with this event.